Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a replacement of the battery is needed. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Per email conversation with complaint investigator and additional information gained through device evaluation, pr (B)(4) has been changed to a level 1 complaint, and is therefore not reportable. Mdv (not completed or emailed to ca contacts) is being cancelled. MDR (B)(4) will have follow-up sent and is being cancelled. Email attached. (Bg)